Manufacturer narrative:
Continuation of d10: product ID 977a275, lot# serial# (B)(6), implanted: (B)(6) 2019,product type lead product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2019, product type screening device product ID 977d260 lot# serial# (B)(6), implanted: (B)(6) 2019, product type screening device product ID 977a275 lot# serial# (B)(6) , implanted: (B)(6) 2019, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2019, product type: screening device; product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2019, product type: screening device; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 26-nov-2022, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via a manufacturer representative, regarding a spinal cord stimulation trial patient. It was reported that patient went to ER with ¿worst headache of his life¿, nausea, and right leg pain/dull aching. Patient had scs trial yesterday morning and hcp was notified that patient was in the ER, with above symptoms. Hcp called the rep to report the issue. Hcp believes that he may have wet tapped the 2nd needle prior to inserting the 2nd lead. Hcp also believes that he may have ¿bumped¿ the nerve roots while steering the leads in the epidural space and that is why patient is experiencing right leg pain. Patient reports that lying flat helps decrease the headache. Patient did not have stim on in ER this morning when the hcp saw him, so he was experiencing symptoms with stim off. Rep talked to patient after the hcp notified them of the issue, and patient states that he is finally able to relax when lying down. Rep had him turn stim back on to see if it helps his neck pain and recommended he push fluids/caffeine to help with headache and to take oral steroids, like the doctors prescribed. Patient denies wanting to meet at this time, as tingling is reaching all of his normal painful areas. The issue was not resolved at the time of the report. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that per the hcp, he believed that the headache was a csf leak. Patient's headache and leg pain were much improved yesterday when the rep spoke with him. Patient is on oral prednisone and pushing oral fluids/caffeine. Rep met with the patient yesterday for reprogramming and patient was feeling much better. Patient still has a slight headache a little leg discomfort but much improved since (B)(6) 2019. Additional information received 5/6/2019 from the rep who reported hcp confirmed csf leak today at lead pull as he reported clear drainage at the site where leads entered skin. Patient scheduled for a blood patch with hcp tomorrow. Patient reported that stim took most to all of his chronic neck and arm pain away when he had stim on.